Event description:
The customer reported to olympus that, during preparation for a diagnostic procedure, the gastrointestinal videoscope had reduced angulation. The intended procedure was completed with a similar device without delay. There are no reports of patient harm. During the evaluation of the device, it was noted that there was residue and foreign material from the suction cylinder. This report is to capture the reportable malfunction of the foreign material from the suction cylinder noted at estimation.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed. The device evaluation found the insulation resistance value of the distal end is out of standard due to the detached plastic distal end cover or probe cover. The bending section cover adhesive is broken, the connecting tube was corrugate, universal cord was corrugated, air/water cylinder was deformed, light guide connector was corroded, switch 1 was cut off, the protector of scope connector of universal cord was broken, scope cover was deformed, there was a flare due to the broken adhesive of around charged coupled device lens: angulation in the up direction was out of standards due to the worn angle-wire, the gap on upward/downward angulation control knob was out of standards due to the worn angle-wire, the aspiration was out of standards since suction cylinder was peeled off, waterproof failure due to the right/left and upward/downward angulation control knob, charged coupled device lens was broken, light guide lens discolored, and the light guide lens was broken. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, observed foreign material in the suction cylinder could not be identified, and definitive root cause of the issue could not be determined, however, due to an observed leak in the right/left and up/down knobs, proper reprocessing may not have been possible and the foreign matter may not have been able to be removed. The event may be detected/prevented by following the instructions for use sections below: gif/cf-170 series operation manual chapter 3 preparation and inspection. Gif/cf-170 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.